Event description:
It was reported that proximal edge stent damage occurred requiring additional intervention. The target lesion was located in the left circumflex artery (lcx). A 6f ebu guide catheter was engaged, and the lesion was crossed using a non-boston scientific guidewire. Pre-dilatation was performed with a 2.00 x 12 mm semi-compliant balloon. A 2.25 x 16 mm promus premier stent was advanced and deployed in the proximal lcx; however, deformation was observed at the proximal edge of the stent upon deployment. An additional 2.25 x 16 mm promus premier stent was deployed to fully cover the affected segment. The procedure was completed, and no patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.